Event description:
It was reported that approximately six months after the realize band implant, the port became disconnected. This was discovered during an ultrasound for the gall bladder. The patient was not experiencing any symptoms related to the band. During a laparoscopic cholecystectomy procedure, the surgeon verified the realize port was disconnected from the tubing. The surgeon placed the tubing back into the subcutaneous space to allow for the port to be replaced at a later date. The port was explanted and replaced after the patient recovered from the laparoscopic cholecystectomy procedure. The patient is recovering fine with no consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.